Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, the right ventricular lead exhibited failure to capture, failure to sense, high capture thresholds, and noise. The lead was repositioned to the right ventricle on (B)(6) 2021 and remains implanted. The patient was stable.